Event description:
Same case as MDR ID# 2134265-2013-02196. It was reported that during a percutaneous coronary intervention, a catheter was stuck in stent and the stent was deformed. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A promus element stent was implanted in the lesion. The stent was post-dilated with an unknown balloon catheter. They performed the ivus with the atlantis sr pro imaging catheter. The imaging catheter became stuck with the edge of the stent and the stent was deformed. The physician thought that the guidewire exit port of this device was stuck with the stent. An attempt to retrieve the imaging catheter was performed by cutting the shaft of the catheter and removed its imaging core (drive cable). Then they advanced the 0.14 inch unknown guidewire and removed the imaging catheter from the stent. To repair the deformed stent, they post-dilate it with an unknown balloon catheter. The procedure was completed with this device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).